Manufacturer narrative:
(B)(4). One (1) concorde bullet lordotic 9x8x27 5 degree cage [product code: 1878-27-408] was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the concorde cage broke into four segments. No other anomalies were found. Complaint is confirmed. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the concorde cage breaking during impaction cannot be positively determined. However, as noted in the accompanying instructions for use, when a polymer/carbon-fiber implant is impacted or hammered into place, the broad surface of the insertion tool should be carefully seated fully against the implant. Impaction forces applied directly to a small surface of the implant could cause fracture of the implant. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr. (B)(6) was doing a left sided tlif at l5-s1. She was trying to put in a 9x8x27mm concorde bullet tlif cage (1878-27-408). It was very difficult to medialize the cage and the disc space was pretty collapsed. She was fighting the retractor and soft tissue as she tried to insert and medialize the cage. As she began to insert the cage, the inserter broke free from the cage and the cage broke into pieces. Part of it was still stuck in the posterior part of the disc space. Dr. (B)(6) took a high speed burr to drill the rest out and remove it from the patient. We then put in a 9x8x27mm titanium concorde bullet cage. All of the broken concorde bullet fragments were recovered and will be sent back for evaluation.